Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. The reporter participated in a marathon where it rained. When she tried to check her blood glucose levels during the run, she received an error message indicating to try another strip. She tried 4 different strips, which all received the same message. Her meter and test strip vial were in a fanny pack, which had gotten wet from the rain. Test strips were in the original vial; reporter stated that the vial felt moist. The error message stopped appearing upon using a new vial of test strips at home. The reporter wanted to report her experience with ot test strips/otp meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.